Event description:
A customer in (B)(6) notified biomérieux of a false negative culture bottle result for k. Pneumoniae isolate in association with bact/alert® 3d low temperature (lt) module (ref. 210147r , lot-serial number. (B)(4). Customer reported that both sa and sn blood bottles were flagged as ¿negative¿ after seven (7) days incubation by bact/alert 3d. However, customer noticed both bottom of sa and sn blood bottles showed ¿yellow color¿. The customer sub-cultured in bap/mac and obtained k. Pneumoniae colony. A patient liver pus sample was also ordered for culture by the clinician and obtained k. Pneumoniae result; therefore the clinician treated the patient properly without delay. There is no indication or report from the customer that this event led to any adverse event related to the patient's state of health. A biomérieux internal investigation has been started.

Manufacturer narrative:
An internal investigation was performed following notification from a customer that they obtained instrument false negative culture bottles on one bact/alert® 3d version b.40.51 incubation module (im), associated with control module serial number (B)(6). The culture bottles used for the patient were bact/alert® sa aerobic culture bottle (part 259789, lot number 0001057294, expiry 07apr2022) and the bact/alert® sn anaerobic culture bottle (part 259790, lot number 0001057248, expiry 31mar2022) inoculated with the sample type, liver pus. The customer provided instrument data backups, two bottle graphs, photos, audit trail, and data summary for the two bottles [sax1hbnw and sn2pwsp1] for the investigation. The immediate action by the customer was to subculture the bottles onto blood agar and mcconkey media plates and then contact biomérieux level 1 local customer service (lcs) to report the false negative bottles associated with the bact/alert® 3d version b.40.51 incubation module (im), associated with control module. Lcs was informed by the customer the sample type was liver pus taken on 14dec2021 and the patient started antibiotic treatment on 11dec2021. The complaint was escalated to level 2 global customer service (gcs) for assistance on 26dec2021 and an instrument backup was provided. There was a routine microbiology wound culture for the liver pus sample type (on agar plates), where klebsiella pneumoniae was also isolated, so there was no delay of the result being communicated to the physician and the patient was treated appropriately. The investigator found that the most probable root cause is sample related, the organism¿s growth was inhibited by the sample. The patient was on antibiotic therapy. The sample type liver pus is known to have presence of high numbers of white blood cells. The most likely series of events is the organism (klebsiella pneumonia) in the sample (liver pus) did not produce sufficient carbon dioxide to be determined positive by the bact/alert 3d instrument. Klebsiella pneumonia is a gram-negative, facultative anaerobe, meaning it can survive in oxygenic or anoxic conditions. Due to inhibition by the antibiotic and white blood cells (wbc) the organism did not grow sufficiently for detection in the bottle. Wbc would phagocytize the organism, wbc would break open and release enzymes that are toxic, and wbc would respire and produce co2, which creates the color change of the bottle¿s sensors over time from grayish to yellow. Customer confirmed delay of culture bottles for approximate 12 hours and they were kept at room temperature. There was no pre-incubation of the culture bottles. This follows our less than 24 hour delay entry of bottles into the bact/alert 3d instrument found in the delayed entry section of each instructions for use of each bottle type, bact/alert® sa and bact/alert® sn. Gcs was able to review the bottle histories and bottle handling by the user, extract the bottle readings, and confirm there were no instrument and operator error faults that might contribute to the false negative culture bottle results. Examination of the customer¿s bact/alert 3d b.40.51 data backups showed that the negative bottle graphs had initial reflectance starting around 3100 and 2800, respectively for bottle ids sn2pwsp1, sax1hbnw. Confirming the instrument¿s results, the extracted data also showed the bottle histories look normal and the users did not move the bottles after loading. The bact/alert 3d is using the correct algorithm for the bact/alert bottle types: 11 = sa and 11 = sn. Review of the manufacturing data, and the complaint analysis did not reveal any systemic quality issues related to false negative results of klebsiella pneumonia on the bact/alert 3d instrument or the culture bottles, bact/alert® sa lot 0001057294 and bact/alert® sn lot 0001057248. All lots met their release specifications. There were no changes to the bottle stopper, bottle, media formulation or manufacturing processes. The investigator reviewed the bact/alert® sa (part number 259789) instructions for use (document (B)(4)) and bact/alert® sn (part number 259790) instructions for use (document (B)(4)) and concluded they provide adequate guidance to the user. The following excerpts are pertinent to this investigation: bact/alert sa® culture bottle and bact/alert sn® culture bottle ifus states: ¿ on rare occasions organisms may be encountered that grow in the bact/alert® sa/ bact/alert® sn culture bottle growth media but do not produce sufficient carbon dioxide to be determined positive. A factor that may lead to this situation is the presence of active antibiotics in a sample. ¿ obtain blood samples prior to initiating antibiotic therapy. If this is not possible, draw blood immediately before administering the next antibiotic dose. ¿ negative cultures may be checked by smear and/or gram subculture at some point prior to discarding as negative . Bact/alert sn® culture bottle IFU states: ¿ table 3: delayed entry - inoculated culture bottles held at 35-37 incubation temperature (degrees celsius) with a hold time of 8 hours has 100% recovery ¿ table 3: delayed entry - inoculated culture bottles held at 20-25 incubation temperature (degrees celsius) with a hold time of 24 hours has 99.3% recovery bact/alert sa® culture bottle IFU states: ¿ data table a in the performance characteristics section of the bact/alert sa® IFU displays data for analytical sensitivity: growth performance on bact/alert virtuo and on bact/alert 3d in bottles tested with blood for a variety of organisms including klebsiella pneumoniae. Recovery of klebsiella pneumoniae on either instrument was achieved at 100%. ¿ table 6: delayed entry - inoculated culture bottles held at 35-37 incubation temperature (degrees celsius) with a hold time of 8 hours has 99.7% recovery. ¿ table 6: delayed entry - inoculated culture bottles held at 20-25 incubation temperature (degrees celsius) with a hold time of 24 hours has 94.4% recovery. The investigator concluded the ifus contains adequate directions and no revisions are needed. The investigation did not find that the bact/alert® 3d instrument nor bact/alert® sa and sn culture bottles were the root cause for the complaint issue. There was no evidence the bottle or instrument malfunctioned. The customer must follow the bottle ifus. Blood culture bottle results can vary with timing of collection, sample volume, or presence of inhibitors (antimicrobials, wbcs). Using two bottle types in a culture set with 10 ml of blood improves recovery, as does collection of more than one set. The sa and sn culture bottles have different atmospheric conditions, as stated in their ifus. The customer followed best practices for microbiology cultures by inoculating the body fluid into the bottle and also setting up a routine culture onto agar plates. A direct gram stain is also recommended. According to clinical microbiology procedures handbook volume 1: page 3.5, for sterile body fluids (excluding blood, csf and urine), it is also recommended in this reference to use both solid media, direct gram stain, in addition to adding to blood culture media.